Event description:
Caller reported difficulty in pressing the pump quick bolus/wake button, requiring multiple presses to activate the pump screen. There was no adverse impact on the customer¿s blood glucose level. Customer support assisted the caller by removing the pump case and suggested techniques to improve button response. As the issue persisted, a replacement pump was sent. The customer was advised to use a backup insulin pump and instructed on returning the faulty device. The customer acknowledged and understood all provided instructions.